Event description:
It was reported that the patient presented for generator change out procedure due to normal battery depletion. During the procedure, the pacemaker failed to pace for several seconds due to electrocautery use. Pacing was restored shortly after. The device was explanted. Patient was stable.

Manufacturer narrative:
The reported field event of loss of output was not confirmed in the laboratory. The damage found was sustained during the surgical procedure. The device was tested on the bench and no anomalies were found.